Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified: underweight, broken shell, black particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge broken. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.